Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep had met with the doctor today. They stated all the impedances were normal, and they want to replace the battery. The device was off for 11 days without the patient noticing it was off. They did not know if por appeared at any time. They had a meeting with the patient on monday and would have more follow up notes then. They stated they would try to see the strength of the magnet as well. When asked about patient weight the rep reported "small." There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no update or changes in therapy. If the device is explanted it would be returned to analysis, but there was not surgery scheduled at the time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the rep was reporting what they heard from the patient's hcp. The patient was getting a pan out to use when they passed by a magnet that was on their fridge. It was stated that the magnet was industrial strength (guass level not known at this time). The magnet was strong enough to pull pan out of the patient's hand. Following that sometime later (date and timeframe unknown) the patient checked their device with the programmer and noticed stimulation was off. The patient turned stimulation back on but wasn't feeling therapy the same so they scheduled an appointment to see their hcp. The hcp tried reprogramming the patient and re-titrate to effect but per rep it sounded like they were unable to get back to therapeutic results. There were no reports of seeing a por on the programmer or physician programmer. Questions were asked to provide more details: how close was the patient to the magnet, what was the date of the event, what did impedances show, what did reprogramming show, how many days was the ins off. The rep was going to meet with hcp an (B)(6) 2018 and then meeting with the patient on (B)(6) 2018. It was noted that therapy stopped and changed. There were no further complications reported.

Manufacturer narrative:
Correction to show event as serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep did not know the strength of the magnets. The sheer number of magnets was addressed and they had been removed from the house. The patient still claimed their therapy was not as good as it was before the device was accidentally turned off for 11 days. It was originally thought it was shut off for a shorter period of time but it was a full 11 days before they realized what had happened. Therapy impedances were all in range. The device appeared to be in normal working order and no idea what caused it to shut off. That was all the rep knew at the time. There were no further complications reported.